Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.13 a (B)(6) year old male presented in the emergency room with shortness of breath. The patient was admitted for observation. There was no additional patient information provided. Test date: (B)(6) 2013; method: draw: sample: result: I-stat, 15:28, a, 0.13. I-stat, 15:41, a, 0.01. Vista, unk, a, <0.015 (plasma from same blood draw/different tube). Based on the information available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 07/04/2013. Retain cartridges were tested and are functioning according to specification.